Manufacturer narrative:
Upon return analysis of the ins found that the packaging was damaged.

Event description:
The manufacturing representative reported that there were blood smears on packaging. The product was never implanted and it was replaced. The packages were received at the hospital with blood on them. It was believed that a shipper unknowingly had a paper cut. The items were returned.

Manufacturer narrative:
Product event summary: evaluation determined that standard investigation is needed because it was reported that the outside of the packages of five ins kits was contaminated with blood. The reported information is an allegation that suggests a possible failure of a device, labeling, or packaging to meet specifications. An assessment of the source information indicates there was no adverse event associated with the alleged device failure. Assessment determined that there is not an existing formal investigation for the issue identified in this event. However, a formal investigation is not needed because the source of the issue has been identified: a package handler at the (B)(6) distribution center had a cut hand and unknowingly contaminated five packages with blood. The packaging and product sterility was not compromised, although the products were rejected by the customer. No further action is required. Refer to sap file #66822858 for additional order / distribution information. Product analysis #701537134: analysis information -- 2017-07-11 20:55:56 cst pli# 50 product ID# 97714 below is unedited, system generated text based on the analysis finding code(s) and test results. Analysis identified that the implantable neurostimulator (ins) packaging was damaged. Concomitant medical products: product ID: 97714, (B)(4), product type: implantable neurostimulator, product ID: 97714, (B)(4), product type: implantable neurostimulator, product ID: 97714, (B)(4), product type: implantable neurostimulator, product ID: 97714, (B)(4), product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.